Event description:
The pt developed a granuloma at the catheter site. The catheter was moved from t10 down to l2. The pump originally contained dilaudid, which was changed to bupivacaine and sufentanil. The pt was doing well since the revision.

Manufacturer narrative:
(B) (4).